Event description:
It was reported that the pilot balloon was found detached after 6 days of use.

Event description:
It was reported that the pilot balloon was found detached after 6 days of use.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The investigation could not identify what caused the balloon to be severed, but it did confirm that there were no manufacturing defects with the over-molded airway and balloon assembly. DHR review was done, no issues related to the original complaint were found.